Manufacturer narrative:
The lead has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead dislodged. The patient admitted overactivity post implant and both leads were dislodged. The physician opted for the rv lead to be replaced. Hence, the lead was explanted. Additional information received from the field indicating that there was an attempt to repositioned the rv lead but the patient anatomy would not allow the lead to be moved and upon removing the lead the physician decided to put a new ventricular lead back in the patient electively. No additional adverse patient effects were reported.